Manufacturer narrative:
Event occurred in the month of (B)(6).

Event description:
It was reported that the t2 anchor of the fastfix curved assembly would not deploy. All materials of th malfunctioned device were removed, and the meniscal repair was successfully completed with a backup device. No delay was reported. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).